Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient had increased chronic pain. On (B)(6) 2016 the patient was taken in for a pump replacement procedure. During the procedure, it was determined that a catheter revision was needed. The catheter was replaced. The issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.